Manufacturer narrative:
This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a procedure with the retrograde nail system in question. Approximately three to four weeks later on (B)(6) 2021, it was reported that the patient experienced one of the distal locking screws backing out laterally from the nail. The procedure and patient outcome are unknown. There is no further information available. This report is for one (1) unk - screws: nail distal locking. This is report 1 of 1 for (B)(4).